Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 4.7cm. Electrical testing did not find any indication of conductor fractures. Shorting found due to lead was returned without the inner insulation. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08362, related manufacturer reference number: 2938836-2020-08364. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.